Event description:
Per medwatch report (B)(4), the customer reported that the sensor "was reading sensor malfunction off and on throughout the day with large variations in oxygen saturation at times that would quickly resolve". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was found to provide spo2 and pulse rate values throughout the entire duration of testing. The sensor was confirmed to be functioning as designed.